Manufacturer narrative:
Device eval summary: device eval of charger/modem (b)(46) has been completed. The reported problem (charger is nonfunctional) has been confirmed. Upon eval a flash failure was found at pin a23 of the flash memory (components u102 and u105). The cause of the failure cannot be positively identified but is likely due to a fractured solder connection induced by mechanical stress. The exact source of the mechanical stress has not been positively identified. No adverse event resulted from the corrupt memory. The pt received a replacement charger/modem.

Event description:
A (B)(6) female pt's husband called zoll customer support to report that the pt's charger is not working. The pt's husband verified that the equipment was plugged into a functional outlet and that the power cord is connected properly in the back of the base. The pt was provided with a replacement charger/modem.